Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2026. The sensor's site is the right upper arm. It was confirmed that an incision was made to attempt to remove the sensor. During the removal, the sensor broke, and a part of the sensor could not be removed.the sensor was palpable prior to the incision. The transmitter, ultrasound, and magnet were not used to localize the sensor.next tentative date of removal is (B)(6) 2026.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.